Event description:
According to the event description: "the patient was started on a 1200mg amiodarone, 24h drug infusion yesterday. The infusion was given in two parts according to the department's instructions, 600mg/12ml/250ml g5%, meaning there is a total of 262ml of liquid in the bottle. The calculated duration of the infusion for one bottle is 12 hours. At a rate of 21.48ml/h. The first infusion was started on (B)(6) 2025 at 1440. The second infusion was started on 3.10. At 0137 and ended at 1145. The device has given an alarm that the liquid is running out, there are foam bubbles left in the bottle. Infusion liquid b. Braun 250ml g5% the infusion hose is an infusomat space line safeset with a bd extension set di-150 (di-150-g / di-150) 150cm/11.22ml connected. Cordarone/amiodarone ampoules are 3ml preparations with a strength of 50mg/ml, so 4 of these are needed to prepare the infusion, i.e. 600mg/12ml."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device history files were read and analyzed. The device history files from (B)(6) 2025 and (B)(6) 2025 were analyzed. On (B)(6) 2025 a space line was selected and the infusion started with a rate of 21,84ml/h and a volume of 262ml over 12 hours at 02:31pm. On the next day, at 01:20am the upstream alarm occurred, and the infusion stopped. At this time, 235,98ml was infused. At 01:49am a second infusion was started with a rate of 20,84ml/h and a volume of 250ml over 12 hours. At 11:47am the upstream alarm occurred, and the infusion stopped. At this time, 205,3ml was infused. No other abnormalities were found. Visual inspection: during the visual inspection of the infusomat space, all cover caps on the screw pillars on the lower housing part as well as the production seal were available and undamaged. The device was in a clean state and no damages could be found. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +0,43 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were check according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled, and the inside was investigated. No visible damages could be found. The defect could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.